Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a 40-year-old female patient who had essure (batch no. 871974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". The patient's medical history included vaginal pain, anemia and fibromyalgia. Concomitant products included atenolol, cefixime (flexeril), duloxetine, gabapentin, nabumetone (relafen), oxycodone hydrochloride;paracetamol (percocet) and topiramate. On (B)(6) 2012, the patient had essure inserted. In (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), fatigue ("fatigue"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6)2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), 4 years 6 months after insertion of essure. In march 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury / psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge") and mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), back pain ("back pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy(full),oophorectomy (bilateral),salpingectomy (bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, back pain, abdominal pain, menorrhagia, depression, vaginal discharge, bladder disorder, fatigue and mood swings had not resolved and the urinary tract disorder and migraine outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: received treatment for pain, bleeding, depression : yes, bladder/urinary problem, dysmenorrhea, mood swings, vaginal discharge, fatigue, migraines, other injuries/symptoms : no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: essure confirmation test(s)(unspecified) : left occlusion only; on (B)(6)2013: results: total bilateral occlusion ( as per pfs). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-jan-2020: pfs &mr received: lot number was added. Previously added event psych injury and hormonal level abnormal was replaced with mood swings and depression and new event: migraine and urinary tract disorder was added. Medical history, reporter, concomitant drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a 40-year-old female patient who had essure (batch no. 871974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". The patient's medical history included vaginal pain, anemia and fibromyalgia. Concomitant products included medroxyprogesterone acetate (depo-provera) from may 2012 to february 2013 for birth control as well as atenolol, cefixime (flexeril), duloxetine, gabapentin, nabumetone (relafen), oxycodone hydrochloride;paracetamol (percocet) and topiramate. On (B)(6) 2012, the patient had essure inserted. In september 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), fatigue ("fatigue"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches"). In april 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), 4 years 6 months after insertion of essure. In march 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury / psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge") and mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), back pain ("back pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy(full),oophorectomy (bilateral),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, back pain, abdominal pain, menorrhagia, depression, vaginal discharge, bladder disorder, fatigue and mood swings had not resolved and the urinary tract disorder and migraine outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: received treatment for pain, bleeding, depression : yes, bladder/urinary problem, dysmenorrhea, mood swings, vaginal discharge, fatigue, migraines, other injuries/symptoms : no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s)(unspecified) : left occlusion only; on (B)(6) 2013: results: total bilateral occlusion ( as per pfs). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc on (B)(6) 2020: pfs received: concomitant drug added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(full),oophorectomy (bilateral),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, back pain, abdominal pain, menorrhagia, psychological trauma, vaginal discharge, bladder disorder, fatigue and hormone level abnormal had not resolved. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma and vaginal discharge to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury: yes, bladder/urinary problem, other injuries/symptoms: no. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s)(unspecified) : left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. This case become incident. Reporter information, lab data added. Previously reported event injury to herself were updated to dysmenorrhea (cramping), apareunia, dyspareunia (painful sexual intercourse), pelvic pain, back pain, abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), psych injury, vaginal discharge, bladder problems, fatigue, hormonal changes, left occlusion only. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(full),oophorectomy (bilateral),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, back pain, abdominal pain, menorrhagia, psychological trauma, vaginal discharge, bladder disorder, fatigue and hormone level abnormal had not resolved. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma and vaginal discharge to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury : yes, bladder/urinary problem, other injuries/symptoms : no. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s)(unspecified) : left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: ccc updated. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.